Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient reported they were still under anesthesia at the time of the incident and they decided to backflip off the surgery table and hit their head and fell off the operating table on implant date. Patient said the nurses said it was the funniest thing they ever saw. Pt didn't allege any issues with the spinal cord stimulator (scs). Patient called back and stated previous information in this case. Patient fell off the operating table and the leads moved. Patient was also told today that their left lead moved up. Healthcare provider (hcp) redirected patient to the representative. Agent redirected patient to their hcp and agent provided national answering service (nas) number.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2023; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.